Manufacturer narrative:
H6 health effect - impact code 4607 was removed. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip open while locked. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr). During the procedure, the plus knob of the steerable guide catheter (sgc) was not working. The physicians decided to change another sgc to continue. A clip was advanced into the anatomy with the replacement sgc. When the clip was released, it suddenly opened to almost 20 degrees. Mr was the same as before. Due to the anatomy of the valve, an additional clip was not able to be placed. The physician was converted to surgery.